Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the processing was problematic, found marks on the lens while using the gastrointestinal videoscope. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a white foreign material in the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip, the switch box, the plug unit, the universal cord, all had a scratch, switch 1 had a cut, air/water and suction cylinder, both had no color, insulation resistance value at distal end did not meet the standard value due to the plastic distal end cover being burn, the plastic distal end cover had a burn, the objective and light guide lens, both had a crack, and the connecting tube had a wrinkle. It is most likely that the reported event was a result of insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.